Event description:
The pt called lfs because their otb meter would not power on. Pt had symptoms of hypoglycemia and was treated at the ER with juice, then released. Pt changed the batteries in their meter and the meter still did not power on. Pt's product was replaced. No further information available at this time.